Event description:
It was reported that the patient went to (ER) emergency room due to an infection at the ipg and lead incision site. Symptoms of fever, swelling, redness and fluid discharge were noted. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 7072827.